Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 361 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that she may have a sinus infection. Customer feels tired. The current blood glucose reading is 369 mg/dl. Customer treated with insulin pump. Nothing further reported.